Manufacturer narrative:
Based on the limited information provided to date, no definitive conclusions can be made. The medical records provided were limited to the patient's implant operative reports and implant tracking log only, therefore, the patient's clinical course is unknown beyond the time of implant. However, the legal documents allege that the patient is currently experiencing pain, and difficulty when urinating and has to self catheterize in order to urinate and relieve the pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. Device not returned.

Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with a cystocele, rectocele and stress urinary incontinence (sui) and underwent an interoperative cystoscopy and anterior/posterior vaginal repair with the implant of non bard/davol tvt sling. (B)(6) 2012 - the patient was diagnosed with a rectal, vaginal prolapse and underwent a two part procedure including rectal prolapse repair and an abdominal sacrocolpopexy with the implant of a davol sepramesh. Per the operative report details, "the mesh was then attached with a gore-tex suture to the sacrum with the mesh not being tense, so there was lax support. The mesh was trimmed. The periosteum was closed over the mesh protecting the small bowel. This was done with vicryl suture." The patient's attorney alleges that the patient is currently experiencing pain and difficulty when urinating and has to self catheterize in order to urinate and relieve the pain.